Event description:
It was reported that biomed, stated the unit would not power on. The console was brought to biomed after producing a burning smell; however, when attempting to power it back on, it failed to start and error codes could not be confirmed. No patient involvement was reported.

Manufacturer narrative:
Upon receipt of the device, the unit was evaluated and troubleshooting was performed. Service records (wo (B)(4)) indicate that the voltage selector board (vsb) was identified as the malfunctioning component. The vsb was replaced, detectors were set, and the laser was calibrated. Functional testing at multiple power settings confirmed that the system operated normally and met engineering specifications after the repair. The reported burning smell and failure to power on are consistent with an electrical component malfunction. In this case, evidence indicates that the voltage selector board experienced an internal failure leading to overheating and loss of power functionality. A review of the product hazard analysis/fmea (document (B)(4)) confirmed that failure to power and smoking are recognized hazards already addressed within the product risk controls. Based on the available evidence and the results of the repair, the most probable cause of the event is component failure of the voltage selector board (vsb), with no indication of a broader product quality issue.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.

Event description:
It was reported that biomed, stated the unit would not power on. The console was brought to biomed after producing a burning smell; however, when attempting to power it back on, it failed to start and error codes could not be confirmed. No patient involvement was reported.